Event description:
While attempting to remove the broach from the wound, the tip of the holder rod broke in the broach. The case was delayed while femur was opened to remove the broach. Further delay occurred waiting for a different implant requested by surgeon.